Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l07031 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and hemodialysis was initiated. It was reported that a tear in the colon was a contributing factor to the peritonitis as well as an unspecified infection in the colon. Treatment for the events included unspecified antibiotics and a colostomy. The patient was hospitalized for 43 days before being discharged. The patient was recovering from the events. No additional information is available at this time.